Event description:
The complaint is reported as: "after opening the product the anesthesiologist notices that the catheter has an obstruction in the tip of it. As it was a covid patient they discarded it and use a new one." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and one relevant finding was identified. A non-conformance was initiated for 13c20b2275 in regard to a gap in hub generated during molding process. Since this complaint is related to the catheter tip, the failure mode is likely different than the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "after opening the product the anesthesiologist notices that the catheter has an obstruction in the tip of it. As it was a covid patient they discarded it and use a new one.". No patient harm reported. The patient's condition is reported as fine.